Manufacturer narrative:
(B)(4).

Event description:
It was reported that high pacing impedance and high, out of range capture threshold were observed. Isometrics testing shows a negative result for noise. The physician will image the lead and determine a treatment plan when the asymptomatic patient comes in for normal device change out.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received on aug 22, 2018 indicated that the right ventricular lead exhibited high capture thresholds that caused loss of capture. The lead was explanted and replaced on (B)(6) 2018. No further information was available.